Event description:
We rec'd MDR from hosp re incident; we conducted f/u. Dr was performing a hysteroscopy and when he tried to remove resectoscope inner sheath from the outer sheath, he experienced some difficulty; upon removal, he noticed that the beak on the distal end of the inner sheath was missing pieces. He recovered 2 broken pieces of tip; during retrieval, he noticed that the uterus had a small perforation in it. At the time he switched to mini-laparotomy to repair the perforation. Original procedure completed; perforation in uterus was repaired; and all pieces of broken beak were retrieved. Pt was released the next day in stable condition. Pt f/u was conducted and no further pt impact was noted.